Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system shut down and the collimator would not rotate during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.